Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03541.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h6 corrected: h6 h6: remove method code 4114: device not returned complaint sample was returned and evaluated against the reported event. Visual evaluation identified the following : there was damage on the neck below the conical taper. The blue discoloration is from a blue marker that bled through the autoclave bag during the decontamination process. The length of the stem was measured and was found to be conforming to specifications. No other issues were identified and no further evaluation could be performed with the returned device. DHR was reviewed and no discrepancies were found. Was reported that a size 6.5 broach was used and a size 6 stem was tried to be implanted. This would be considered off label usage. Per the avenir complete surgical technique, "the definitive implant must correspond to the last rasp used". Therefore, the inability to seat the size 6 stem after broaching to size 6.5 can be attributed to user error. However, the root cause for not being able to seat the sz 6.5 stem is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that during an initial total hip arthroplasty, the surgeon broached the femur with a size 6.5 partially and attempted to insert a size 6 stem. The stem was loose so it was removed and the surgeon attempted to broach again with the size 6.5. The surgeon then attempted to insert a size 6.5 stem and it sat lower than the broach. The surgeon is questioning if the stems are within spec of the hybrid broach. There was no reported harm or injury to that patient. Attempts have been made and additional information on the reported event is unavailable at this time.